Manufacturer narrative:
Insulin pump had an intermittent button response, due to corroded esc, act, and up button on keypad traces. No button error alarm during testing. Insulin pump had a cracked lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time is in the 80mg/dl to 90mg/dl range. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.